Event description:
It was reported that customer experienced cgm error 42 on pump while using g7 sensor. There was no reported adverse impact to the customer. Customer contacted technical support, was guided through complete pump reset, and error did not reoccur; technical support then advised customer to wait 20 minutes before starting new sensor session, which customer understood and accepted.